Manufacturer narrative:
Analysis found that the excessive heat could not be duplicated and there was no fault found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was overheating prior the procedure. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported via a manufacturer representative that the overheating was gradual and found during routine cleaning and maintenance. No backup device was used.